Event description:
It was reported that following deployment of a wallgraft leakage was noted. The area of treatment was an aneurysm in the external iliac. Deployment of the wallgraft was performed with good proximal and distal landing and no difficulties. In the opinion of the physician, the wallgraft deployed correctly. However, following deployment, leakage from the aneurysm continued similar to the leakage prior to deployment of the wallgraft. The physician will follow up in one month to determine if a second wallgraft is needed. Patient status was reported as 'stable'.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the wallgraft remains implanted; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.